Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 generated a high purge pressure alarm and generated low flow. The catheter was checked for kinks and tissue plasminogen activator was added to the purge. Impella support continues.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary high purge pressure: the cause of the high purge pressure was not determined due to not product or data logs returned.